Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted dirt had accumulated beneath the flush button. The flush button was cleaned. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the oxygen flush button stuck open. There was no reported patient injury.